Manufacturer narrative:
The agent reported remove of implants for treatment of infection. Temporary spacer was put in its place. Male 58. Complaint has been evaluated and is similar to report number 1644408-2023-00454; 341-12-707 , s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.